Event description:
It was reported that pt experienced severe swelling near pump site, respiratory depression, loss of bladder control, gastroparesis, and increased baseline spasticity. The pt had an appointment to see the hcp and for x-rays to be taken. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.